Manufacturer narrative:
Findings; pump received with intermittent button response due to flattened dome switch on escape, act, up arrow and down arrow button. The connector was inspected and locked on lcd board. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was tested with no alarm noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed a software error. The customer¿s blood glucose level was 123 mg/dl. Troubleshooting was performed. The alarm did not occur after a battery change. The alarm did not occur during priming. The customer also reported that the up and down buttons were not working and they froze. They hit the escape button and they were able to unfreeze the buttons. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.